Event description:
It was reported that prior to a stenting treatment procedure, stent moved on the balloon. As the 5.0x24mm veriflex stent was opened prior to use it was noted that the stent was not properly mounted on the balloon. Procedure was completed with another 5.0x24mm veriflex stent. No additional patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).